Event description:
It was reported that drops were not being seen at the end of tubing during fill tubing. During troubleshooting with tandem technical support, the luer lock was found to be loose. After tightening it, customer was able to successfully complete fill tubing. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connection or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.